Manufacturer narrative:
Medical devices; common device name: hemostatic device for endoscopic gastrointestinal use product code: qau . PMA/510k: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. The device was tested as returned and sprayed as intended. The co2 cartridge discharged when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the returned device was functionally tested and found to spray as intended, however the catheters were not returned with the device therefore a complete evaluation could not be conducted. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The cause of the reported clogged catheters is unknown. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air... Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the sigmoid colon, the physician used a cook hemospray endoscopic hemostat. It was reported that both catheters occluded. An unintended section of the device did not remain inside the patient¿s body. The physician switched to epinephrine in and effort to achieve hemostasis. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau . Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. The device was tested as returned and sprayed as intended. The co2 cartridge discharged when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the returned device was functionally tested and found to spray as intended, however the catheters were not returned with the device therefore a complete evaluation could not be conducted. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The cause of the reported clogged catheters is unknown. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air... Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.